Manufacturer narrative:
Investigation summary: it was reported that a patient underwent atrial fibrillation ablation with thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, a pericardial effusion was noticed. There was a drop in the patient¿s blood pressure. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 2000 cc of fluid was removed. The patient was reported to be in stable condition. There was no information about the hospitalization. The device was visually inspected and it was found in good conditions. The, temperature and magnetic features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. The catheter failed the force feature, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The root cause of the internal failure of the sensor cannot be determined. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation ablation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. There was a drop in the patient¿s blood pressure. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 2000 cc of fluid was removed. The patient was reported to be in stable condition. There was no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.